Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown indications for use. It was reported that stimulation was not working. The pateint was experiencing a warm/uncomfortable sensation only when the stimulation was on. Additionally, the patient was also experiencing that the ins sometimes turns off by itself which was also seen on the patient programmer. The patient then needed to manually turn the ins on again using the patient programmer. The impedance was measured and all impedance values were within range. The patient received a new extension in (B)(6) 2022; however, the warm/uncomfortable sensation was already present before the extension replacement. A data report and session report were provided. Review of the session report showed a small reduction in stimulation use on (B)(6) 2022; however, the rest of the stimulation had been on for 100% since the last interrogation/programming session. There was not a lot of information present in the data report. No irregularities were seen in the session report or data report that could cause the ins turning off by itself. Additional information was received from the rep.a specific event date was unknown. The issue started after the revision procedure approximately three months prior to (B)(6) 2022. The extension was replaced because of the same sensations. The extension model/serial number and implant date were unknown. Palpations of the pocket and measuring the lead was performed as diagnostics/troubleshoo ting. The cause of the warming sensation was unknown. The cause of the ins turning off was also unknown. It was noted that there would probably be a new revision or a whole new system. The event was not resolved. It was noted that this information was confirmed with the physician/account.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown, report source. Foreign: nl. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext serial# unknown product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative. It was reported that the patient's system was removed due to the device complaints, extension of pain area, and due to the system being non-MRI compatible.